Event description:
One month after treatment in the lips, marionette lines, and nasolabial folds with juvederm ultra plus the patient presented with swelling in the upper lip. The patient was treated with claritin and a medrol dosepak. The patient has an allergy to sumatriptan, and was concomitantly taking prozac, multivitamins, aspirin, zetia, and excedrin. The doctor is not certain if the prescribed medical intervention is necessary to prevent permanent damage or not. Allergan's approach to compliance is to resolve all doubt in favor of reporting.